Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 72233601. Size 10 accolade ii 132 deg; cat# 6720-1040; lot# 56610502. Trident psl ha cluster 54mm; cat# 542-11-54f; lot# 9h31kk. 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# ym5m12. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# hp2487. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# vj1np4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's hip was revised due to possible infection. A 36 +5 v40 biolox head and 36f poly liner were removed, a wash out with I&d was performed, and a 36 +5 c-taper biolox head with adaptor and another 36f poly liner were implanted. Rep provided the usage sheet from the primary procedure, and reported that no further information is available.